Manufacturer narrative:
(B)(4). The device was returned with the tissue pad missing and the clamp arm broken at the point where it attaches to the inner tube. The clamp arm was not detached. No pieces were missing. The device was tested with a test handpiece and generator and the device did activate. As the tissue pad was not returned, further functionally testing could not be performed. Pad damage occurs, when it is clamped against the blade without tissue (and activated). The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.

Manufacturer narrative:
(B)(4): the tissue pad was missing, the clamp arm was not broken at the point where it attaches. It is connected and good working order. The clamp arm may have been slightly shorter. There does appear to be a section at the end that is rough. It may have been an incomplete fill of the mim powder. (B)(4)

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic ercp, the white tissue pad fell off and fell into the patient. The pad was retrieved. Another device was used to complete the case. There was no adverse consequence to the patient.